Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported nail was found broken at the blade hole on (B)(6) 2015. The nail was initially implanted on (B)(6) 2014. The re-operation was performed on (B)(6) 2015. This complaint involves 4 parts.

Event description:
Update: it was reported that the surgeon recalled having difficulty reducing the fracture part during the initial procedure. Additionally, the patient began applying full weight bearing soon after the initial implant. The patient subsequently fell, which may have led to the breakage in question. Pain reported. At this time, post-revision procedure, no weight bearing is currently being applied.

Manufacturer narrative:
Additional narrative: patient ID is unknown. A manufacturing evaluation was completed: the pfna spiral blade showed mechanical damages and gliding wear marks as well as one area with abrasion/discoloration of the anodic layer. The gliding wear marks are the result of micromovements between the pfna spiral blade and the pfna. The micromovements caused damage to the passivation layer of the metal and can pander crevice corrosion or pitting corrosion. Based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads (one sided). Constant alternating load cycles during walking led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna. The nail could not resist the applied force which finally led to the material overload. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of postoperative breakage is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.